Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter and a qdot micro catheter and suffered a perforation which required a pericardiocentesis. It was reported that the patient was believed to have a perforation. The pericardial effusion was noticed after the procedure was completed. The patient had shortness of breath. It was unknown how the pericardial effusion was confirmed. The pericardial effusion was noticed/discovered after the procedure had been completed and about 3-4 hours later in the day. A post-effusion check was performed after the case was completed and no pericardial effusion was present at that time. The medical intervention provided was pericardiocentesis. The last known patient status was stable and she "looks great." A varipulse¿ bi-directional catheter and qdot micro were used for ablation. A carto 3 system, trupulse generator and ngen generator were used for ablation. Additional information was received. The physician¿s opinion on the cause of this adverse event was unsure. The patient is obese; however, unsure of the exact weight. The outcome of the adverse event was fully recovered (no residual effects). It is unsure if the patient required extended hospitalization. The procedural act during procedure was 350. The sheath and the catheters were exchanged 3 times. One transseptal puncture site was performed during the procedure. Unsure of the number of performed ablations. The ablations performed within the pulmonary veins were 4 with pfa energy. The ablations performed outside the pulmonary veins were pfa 5 on posterior wall and rf about 8 qmode+. The adverse event was assessed as MDR reportable under both the varipulse¿ bi-directional catheter and a qdot micro catheter.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).